Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's insertable cardiac monitor (icm) exhibited under sensing. Arrhythmia was also noted. Programming changes were made. The patient was stable.